Event description:
The patient's spouse contacted lifescan (lfs) in august 2005 and alleged that there were missing segments on their pt surestep enhanced meter's display. Medical affairs specialist (mas) called and spoke with the patient on august 2005, who verified and provided additional information. The patient informed the mas that in the evening of august 2005, between 5:30 and 6:00pm, patient was feeling shaky. Although this would not normally be the time for patient to check their blood glucose patient tests once in the morning and once prior to going to bed), patient decided to test their blood glucose subject meter. This is when patient noticed that the third number was not being displayed clearly. The result display was "16c", but the patient thinks that the last number could have been a "0". Patient had tested on the subject meter in that morning, and all the segments were intact on the display. Patient takes one pill of glucophage in the morning. When inquired if patient would have treated self differently if the meter had given patient a result without missing segments, patient stated that patient "sticks to their one pill in the morning" and would not have taken additional pills. However patient stated that patient spouse gave patient some water with a teaspoon of sugar in it and patient drank it "just for their comfort". Patient contacted their doctor, who advised patient to call lfs regarding the meter issue. Based on the information provided by the patient, there is an indication that the product has malfunctioned since the missing segments was not resolved with troubleshooting. However, there is no information to suggest that the patient experienced injury due to the meter issue since the patient was also feeling shaky prior to testing on the subject meter. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the patient.

Event description:
The pt's spouse contacted lifescan (lfs) in 08/2005 and alleged that there were missing segments on spouse pt's surestep ehnanced meter's display medical affairs specialist (mas) called and spoke with the pt in 08/2005, who verified and provided additional information. The pt informed the mas that in the evening in 08/2005, between 5:30 and 6:00 pm, pt was feeling shaky. Although this would not normally be the time for them to check their blood glucose (pt tests once in the morning and once prior to going to bed), pt decided to test their blood glucose on the subject on the subject meter. This is when pt noticed that the third number was not being displayed clearly. The result displayed was "16c", but the pt thinks that the last number could have been a "0". Pt had tested on the subject meter that morning, and all the segments were intact on the display. Pt takes one pill of glucophage in the morning. When inquired if pt would have treated herself differently if the meter had given their a result without the missing segments, pt stated that they "sticks to their one pill in the morning" and would not have taken additional pills. However, pt stated that their husband gave their spouse some water with a teaspoon of sugar in it and they drank it "just for their comfort". Pt also contacted their doctor, who advised them to call lfs regarding the meter issue. Based on the provided by the pt, there is an indication that the product has malfunctioned since the missing segments issue wa snot resolved with troubleshooting. However, there is no information to suggest that the pt experienced injury due to the meter issue since the pt was also feeling shaky prior to testing on the subject meter. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.